Manufacturer narrative:
As reported, the patient was diagnosed post implant with breast cancer recurrence. The surgeon did not identify any causal relationship between the cancer patient experiencing a recurrence and the use of the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Not returned.

Event description:
As reported, patient was implanted with galaflex on (B)(6) 2018. On (B)(6) 2021 patient was diagnosed with right breast cancer recurrence . Annual mammogram showed a new mass in same location as initial cancer occurrence. Dx: invasive ductal carcinoma (same dx as initial occurrence). On (B)(6) 2021 biopsy addendum noted hypoechoic nodule is at the interface between the superficial tissues and the shadowing along the fat grafting postsurgical change. As reported, the treating surgeon identified the condition of the recurring cancer as not caused by the use of the galaflex (p4hb) implant used to treat the patient.

Manufacturer narrative:
As reported, the patient was diagnosed post implant with breast cancer recurrence. The surgeon did not identify any causal relationship between the cancer patient experiencing a recurrence and the use of the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was implanted with galaflex on (B)(6) 2018. On (B)(6) 2021 patient was diagnosed with right breast cancer recurrence . Annual mammogram showed a new mass in same location as initial cancer occurrence. Dx: invasive ductal carcinoma (same dx as initial occurrence). On 17-sep-2021 biopsy addendum noted hypoechoic nodule is at the interface between the superficial tissues and the shadowing along the fat grafting postsurgical change. As reported, the treating surgeon identified the condition of the recurring cancer as not caused by the use of the galaflex (p4hb) implant used to treat the patient.